Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The customer performed an instrument performance check and the results suggested an issue with cuvette washing. The rinse tubing showed "a lot" of debris inside. The field service engineer (fse) found a hose was leaking at a rinse station. The waste container and a valve were contaminated and the pump pressure was too low. The fse replaced the hose, cleaned the waste container and valve, and the pump head was replaced and adjusted. Instrument checks were acceptable. The device was functioning properly. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine on a cobas 8000 c 702 module. The initial result was 4.44 mg/dl. This result was reported outside of the laboratory; it didn¿t correspond to the patient¿s history or health status. On (B)(6). 2023 the sample was repeated with results of 0.79 mg/dl and 0.80 mg/dl.